Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer reportedly received an errc 14 message appears on their freestyle flash meter upon strip insertion. Customer also reported received a reading of 565 mg/dl and stated that he felt "really weird." Customer reported calling 911 and was taken to the hospital. Customer was hospitalized for high blood sugar. The treatment administered to stabilize blood sugar is unk.